Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an esophageal dilatation procedure of a stenosis performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, when the balloon was inflated to 18mm, a leak of contrast media was noted from both ends of the balloon. It was confirmed the balloon did not burst. Although it was reported that partial dilatation was achieved, full dilatation was not able to be achieved due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
It was reported the patient was over 18 years old. (B)(4). Visual evaluation of the returned complaint device revealed no defects to the catheter of the device. Functional testing was performed; a pinhole leak was found in the balloon material at 6 cm from the distal tip. Therefore, the event description that a leak was noted in the balloon was confirmed. The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device. A search of the complaint database revealed that no similar complaints exist for the specified lot.